Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was having issues with the infusion set. The needles would hurt the customer because the cannula would bend. He states that he was not receiving insulin and there is a leakage. Customer was hospitalized due to high blood glucose. Blood glucose reading is 410 mg/dl. Nothing further reported.